Event description:
User alleges balloon broke. When pulled catheter out was not intact, may be inside pt.

Manufacturer narrative:
Eval - other: smiths medical investigation into this event is very limited as the user facility did not retain the sample or record the lot number or respond to our request for further details. Without the sample, we are unable to determine if this event is due to user error or a device malfunction. If we receive further info, then, a follow-up report will be submitted.